Event description:
A health care professional received consecutive blood glucose readings of 506mg/dl on the contour meter, re-tested the patient on a different meter and the consecutive readings were 52 and 53mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer returned the test strips for evaluation. Replacement test strips were sent to the customer